Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vial experienced molecular false positive on bactec media. Confirmatory gram stain testing was performed. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: customer reported their 442023 bottles came positive on the bactec and when they ran them on their bcid instrument they came dual positive with one of the organisms being candida tropicalis. The candida tropicalis did not grow in culture and was not seen in culture. Customer states this organism was not reported out and no patients were treated for it. Was result dual positive? Yes. Pseudomonas aeruginosa and candida tropicalis was any organism seen on the gram stain for this bottle? If so what was the organism reported? Only gnb was seen and reported on gram stain was result dual positive? Yes. Staph species and candida tropicalis was the candida tropicalis result reported out for this patient? No, as it was not seen on the gram stain it was not reported out.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vial experienced molecular false positive on bactec media. Confirmatory gram stain testing was performed. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: customer reported their 442023 bottles came positive on the bactec and when they ran them on their bcid instrument they came dual positive with one of the organisms being candida tropicalis. The candida tropicalis did not grow in culture and was not seen in culture. Customer states this organism was not reported out and no patients were treated for it. *was result dual positive? -yes. Pseudomonas aeruginosa and candida tropicalis. *was any organism seen on the gram stain for this bottle? If so what was the organism reported? -only gnb was seen and reported on gram stain. *was result dual positive? -yes. Staph species and candida tropicalis. *was the candida tropicalis result reported out for this patient? -no, as it was not seen on the gram stain it was not reported out.